Event description:
(B)(4) study. Same patient as: 2134265-2009-01840. It was reported that post a coronary stenting treatment procedure, the patient experienced dissection and expired. In (B)(6) 2008, during the index procedure, the patient was treated for silent ischemia. The 75% stenosed target lesion, with diameter 3.00mm and length 20mm was located in the proximal portion of the left anterior descending (lad) proximal de novo lesion. The 3.00x24mm taxus stent was implanted in the lesion with direct stenting at maximum pressure of 20 atm. Kbt (kissing balloon technique) was performed at post dilatation by the taxus stent delivery balloon at maximum 12 atm and 2.24x14mm balloon at maximum 12 atm. Post-ivus (intravascular ultrasound) was used. The physician confirmed that the stent placement was well positioned and well apposed. The procedure was successfully completed without any problems. The patient was discharged 2 days after the procedure. In 2012, the patient experienced aorta dissection. In (B)(6) 2012, the patient expired. Details of the event are unavailable and unknown. It is noted that the facility got the information of the patient's death from another facility.

Event description:
The originally reported aortic dissection has been corrected to an aortic aneurysm. It was further reported in (B)(6) 2012 surgery was performed and three days later the patient expired.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).